Manufacturer narrative:
The device was returned to olympus for evaluation. An olympus borescope was used to perform a visual inspection on the returned device and found the scope¿s white plastic cover dented, chipped with scratches and discoloration. An advance diagnostic inspection found multiple tear and scrape marks inside the channel. Further inspection also noted heavy fluids inside the entire scope at the connector, bending section, large cover glass, bending section cover and control body unit. A large leak was noted on the scope¿s biopsy channel. The scope was aerated and then it¿s image was checked with no anomalies noted. Based on the device evaluation findings, the scope¿s physical damage and leak are most likely attributed to mishandling. The bf-h190 instruction manual warns users ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ a review of the instrument history revealed the scope was previously returned to for service/repair on november 17, 2018 due to chemical damage.

Event description:
Olympus was informed that during an unspecified procedure, a foreign object fell out of the scope¿s channel into the patient. It is unknown if the foreign object was retrieved or if the intended procedure was completed. There was no patient injury reported.